Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3708140, serial# (B)(6), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient was complaining about the implantable neurostimulator (ins) in her pocket. The ins was really low in her hip and she wanted to move it back up into her back. It was clarified that the ins didn¿t move down but that it was just uncomfortable. The rep. Stated his guess was that because, she had cancer she may have lost and bumped it from time to time and it would become uncomfortable. It was noted the patient had cancer and she was healing really slow. It was reported that the healthcare provider (hcp) didn¿t want to cut her any more than he needed to so the manufacturer¿s representative (rep) was considering just adding another extension. It was unknown when the device became uncomfortable for the patient. The rep. Further reported that the patient was doing fine and had good coverage. The rep. Stated they were going to remove her extensions and reform a new pocket above her hip. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.